Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 12/22/2006; inratio: 1.5; lab: 3.1; mean: 2.3; confidence limits: 1.6-3.4. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. The inratio value is not within the confidence limits. The lab value is within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Technical support could not contact the caller after attempt was made.

Event description:
Caller alleged inaccuracy with inratio. Results as follows: inratio: 1.5, lab: 3.1.